Manufacturer narrative:
This report is being amended to reflect changes. Other device used: catalog # 00585001295, segmental system polyethylene insert, lot # unknown. Device history records for the articular surface and the femoral component were reviewed and no deviations or anomalies were found. Device history records for the poly box could not be reviewed as the lot number is unknown. These devices are used for treatment. Zimmer initiated a field action in december 2013. FDA recall z-0783-2014 contains the segmental poly box part number. The amount of hyperextension allowed under worst case loading conditions was not recognized as a design input. Damage to the poly insert (box) during verification testing was not recognized as a risk since it was outside of the acceptance criteria. The field action updated the surgical technique and package insert and a product enhanced design will be developed to address the root cause. The device was implanted after the field action, but surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the knee hyperextended after the segmental femoral was implanted.